Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 recorded the intermittent decrease of the right ventricular shock impedance from around 75 ohms to less than 25 ohms, followed by an increase to greater than 150 ohms in the middle of (B)(6) 2021. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
On (B)(6) 2021, abnormal impedance (less than 25 ohms) was noticed via hm. It was decided to continue to monitor the patient. On (B)(6) 2021, shock impedance abnormality (greater than 150 ohms) was noticed via hm. It was determined that the lead was broken. The hospital planning for lead removal.